Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for two hours and upon removal the pledget fell apart leaving pieces inside. She was able to remove the remaining the pieces of pledget. She did not experience any adverse health affects and did not seek medical attention.